Event description:
The following article was received based on a literature review: article: a new ¿tube-in-tube¿ method to extend glaucoma drainage devices using paul glaucoma implant. A study was done to describe a novel and uncomplicated technique of elongating the tubing of a glaucoma drainage device (gdd) sourced from a segment of the tube from a paul® glaucoma implant (pgi). This new procedure included these steps: the tip of the original baerveldt tubing is shortened to near the plate, and the lumen is stretched open using burke¿s non-toothed forceps while the appropriate length of the paul tube was being pushed inside and is secure without the need for any suturing. The new smaller paul tube is then inserted back into the anterior chamber using a 26-gauge tract. An 8-0 ethilon® was then used to secure the tube to the sclera, and tissel® was used to secure it (baxter, united states). Case 1 is a patient who had a recurring secondary glaucoma which required a baerveldt tube (bvt) but the cornea decompensated postoperatively, requiring a second dseak. In 2022, the cornea then decompensated again, hence the patient underwent this new procedure to adjust the position of the tube prior to further planned corneal procedures. Note that the modifications used in the baerveldt implant in this study is considered off-label use. Serious injury: yes device malfunction: unknown interventions: yes off label use: yes a total of three cases were reported through this literature review. These have been captured in separate reports.

Manufacturer narrative:
Section a-2 patient age: a 52-year-old female developed secondary glaucoma after phakic lens implantation at age 32. Section a4, a5, and a6: unknown/ information was not provided. Section b-3: date of event: 18 march 2024 (date article was accepted). Section d-4 model number: unknown, as the serial number was not provided, only provided as baerveldt. Section d-4 catalog number: unknown as device serial number was not provided. Section d-4 device serial number: unknown as information was not provided. Section d-4 device expiration date: unknown as device serial number was not provided. Section d-4 UDI number: the unique device identifier (UDI) number is unknown as device serial number was not provided. Section d6a - implant date: information unknown/not provided. Section d6b - explant date: information unknown/not provided. Section h-3 device evaluated by manufacturer: device serial number is not available; therefore, no further investigation can be performed. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. Citation: berman t, au l. A new ¿tube-in-tube¿ method to extend glaucoma drainage devices using paul glaucoma implant. J curr glaucoma pract 2024;18(3):130¿133. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.